Event description:
It was reported that intermittent ongoing occlusion alarms occurred. The customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.